Manufacturer narrative:
Patient information was unavailable from the site. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that upon attempting to acquire an imaging system spin, the navigation system froze and the images from the imaging system were not transferred to the navigation system. A hard shut down of the navigation system was required and a 2nd imaging acquisition was performed with success. There was 20 minute delay in the case. No impact on patient outcome. Additional information was received stating that the site was assisted in deleting the patient exams to resolve the reported issue.